Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damages were found on the catheter of the device. It is possible that interaction with scope and other sharp devices during procedure could create friction on the balloon, causing it to burst and generating the reported issue of torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the balloon was attempted to be inflated to 7 atm, it was noticed that the balloon got smaller and the pressure decreased. The device was then taken out of the patient and checked. Reportedly, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the balloon was attempted to be inflated to 7 atm, it was noticed that the balloon got smaller and the pressure decreased. The device was then taken out of the patient and checked. Reportedly, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.